Event description:
It was reported that the right atrial (ra) lead was exhibiting high impedance and high thresholds, possibly due to fracture. It was further reported that the patient could feel unipolar pacing in the pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4068 implantable pacing lead (B)(6) 2000. (B)(4).